Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far field r-wave oversensing on the atrial channel leading to inappropriate auto mode switch episodes. Programming changes were made and the issue was resolved. No patient symptoms were reported.